Event description:
During cervical laminectomy and fusion, surgeon put the mayfield on the patient's head and patient was flipped to the prone position. Team was getting ready to attach the mayfield arm to the mayfield head holder and the mayfield either loosened or the pin slipped and the patient's head dropped (an inch or so; 60 lbs of pressure slipped to somewhere less than 20 lbs). The mayfield pin cause a laceration to the scalp. The laceration was immediately stapled. Physicians discussed the possibility that the patient's head shape may have contributed. Addendum to serial #, the following characters are engraved on the device: (B)(4).